Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was capped a new one implanted.